Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and a myocardial infarction occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2005, the patient presented with chest pain and an EKG revealed an acute inferior wall myocardial infarction with reciprocal anterior wall changes. The patient was brought to the catheterization lab and it was found that the right coronary artery was 99% stenosed. The lesion as predilated with a 2.5x8mm balloon and then a 3.0x18mm taxus express2 stent was deployed at 15atms in the mid rca and excellent angiographic results were obtained. In (B)(6) 2005, the patient presented with an acute inferior myocardial infarction with acute in-stent thrombosis of the previously placed taxus express2 stent. The patient was placed on angiomax and integrilin therapy. Access was obtained via the right femoral artery and a 3.5x18mm non bsc stent was deployed in the distal rca and then a buddy wire was used to deploy a 3.5x23mm non bsc stent. Excellent angiographic results were obtained and flow was re-established to the rca. Three days later, the patient presented to hospital with left-sided chest pain that radiated down his arm which was associated with nausea and shortness of breath. An EKG confirmed an inferior myocardial infarction with st elevation. The rca was occluded in the proximal segment and there was timi 0 flow to the lesion. The lesion as predilated with a 2.5x15mm balloon which resulted in timi 3 flow. It was noted that there was a significant amount of thrombus formation and a 3.0x20mm balloon was inflated in the lesion. There was evidence of a dissection in the proximal segments of the rca before the stent and a possible edge dissection in the stent as well. There was also a possible edge dissection located at the distal rca stent. The distal rca was treated with a 3.5x12mm non bsc stent, the mid rca was treated with a 3.5x12mm non bsc stent and the more proximal portion of the rca was treated with a 3.5x8mm non bsc stent after which a dissection was noted. Four additional unspecified stents were placed, overlapping in the proximal segment of the rca. Repeat angiogram showed excellent angiographic results with no residual stenosis. The patient did well and was discharged home. Four days later the patient was admitted to the hospital with chest pain, nausea and shortness of breath. An EKG revealed an acute inferior myocardial infarction with st-segment elevation and acute thrombosis. Access was obtained via the right femoral artery. The mid rca was found to be 100% occluded with timi 0 flow. A 4.17x12mm non bsc stent was placed in the mid rca and a 4.17x15mm non bsc stent was placed in the distal rca; post dilation was performed with a 4.17mm balloon resulting in timi 3 flow. The patient did well post procedure without any recurrent chest pain or shortness of breath. As the patient had in-stent restenosis while on plavix, it was determined that the patient was resistant to this medication and he was started on coumadin and lovenox. The patient was discharged home in stable condition. The following day the patient presented again with recurrent chest pain, shortness of breath and mild diaphoresis. EKG showed inferior elevation consistent with acute myocardial infarction. Five days later the patient was emergently admitted due to an acute inferior myocardial infarction. The patient was taken emergently to the catheterization lab where he was found to have an occlusion in the right coronary artery (rca). Access was obtained via the right femoral artery. The rca has multiple stents from the proximal to distal portion of the lesion; in-stent thrombosis was found and there was timi 0 flow. A decision was made to intervene on the rca emergently. A 3.5x20mm balloon was inflated in the distal, mid and proximal segments of the rca, re-establishing timi 3 flow. The patient¿s EKG was significantly improved and the patient¿s chest pain was completely resolved after the balloon angioplasty. It was noticed that the posterior lateral ventricle branch in the rca had thrombus in the proximal segment and a 3x20mm balloon was advanced and inflated in the lesion restoring blood flow to normal. The patient¿s integrilin and heparin were stopped due to the patient¿s anemia; however, 9 days later the patient experienced chest pain and another myocardial infarction occurred. The patient was taken emergently to the catheterization lab. Access was obtained via the right femoral artery and angiography confirmed in-stent thrombosis in the proximal segment of the rca. The lesion had timi 0 flow and after receiving antiplatelet therapy a 3.5x30mm balloon was inflated in the distal and proximal lesion. After repeated balloon inflations, the final angiogram showed excellent results with 0% residual stenosis. There was minimal thrombus in the vessel and flow to the vessel was returned to normal. The patient tolerated the procedure well with no complications and the patient¿s chest discomfort was completely resolved. Three days later the patient underwent coronary artery bypass surgery. Grafting of four arteries was performed utilizing a free left internal mammary to the left anterior descending artery (lad); a saphenous vein graft to the diagonal; a sequential saphenous vein graft to the right coronary posterolateral and also to the posterior descending coronary artery. The patient was discharged home 12 days later. It was reported that in october of 2008 the patient died due to respiratory failure.